Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was 250 mg/dl. The customer was advised to run a 5 units of fixed and advised to change infusion set. The customer stated that air bubbles did not persist after set change. The customer was advised to monitor and we will send replacement for sets and reservoir.